Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission. Upon review of the electrograms, the insertable cardiac monitor exhibited false pause episodes due to poor sensing. Programming changes were discussed; however, no changes were made. No further episodes were present.